Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: the suspect device was returned to vyaire medical's factory service department for evaluation. The service technician was able to verify the customer's reported issue. After the ventilator was powered on, the service technician attempted to change the breath rate settings but they would not change properly. Bench testing identified that the encoder panel is malfunctioning and the root cause is that the scroll knob assembly is not seated properly.

Event description:
It was reported to vyaire that revel ventilator did not allow the respiratory therapist to change patient settings while the unit was connected to a patient. The patient was removed from the ventilator and placed on a back up unit. The customer confirmed there was no patient harm associated with the reported issue.